Manufacturer narrative:
(B)(4). Date sent: 07/25/2025. D4: batch #356d93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with an unknown trocar inserted in the shaft, the jaws and trigger in the close position, the anvil bent upwards was noted and with one gst45w reload loaded in the device along with the loose stapler retainer. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In addition, the knife was noted as partially advanced, however due to the condition of the device it was not possible to return the knife to home position. The manual override door was noted to be out of position; however, the bailout system was not activated. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a97039, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 356d93, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/06/2025. D4: batch #unk. Corrected data: h6 (component code, investigation findings). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with an unknown trocar inserted in the shaft, the jaws and trigger in the close position, the anvil bent upwards was noted and with one gst45w reload loaded in the device along with the loose stapler retainer. The reload (a) was received fully fired and with damage on reload deck. Additionally, the knife was noted as partially advanced, however due to the condition of the device it was not possible to return the knife to home position. The manual override door was noted to be out of position; however, the bailout system was not activated. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. In addition, two sterile gcfrgt reloads (b and c) were received. The returned reloads were opened and tested with a test device. The returned reloads were tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the reload (a) is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.